Event description:
It was reported that a spectrum wireless battery had fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported fluid intrusion. Corrosion (due to fluid intrusion) was found on the wireless module flex and radio pcb causing the components to fail and rendering the device irreparable. The device was removed from service.